Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse configured the e-100 generator to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted left hemicolectomy surgical procedure, there was a firing issue with the e-100 generator. The customer could not use the vessel sealer extend (vse) instrument on the e-100 generator. The customer contacted a clinical sales representative (csr) when the issue occurred and was advised on using the erbe generator instead to continue with the procedure. The customer contacted intuitive surgical inc. (Isi) technical support engineer (tse) after the procedure was completed to report the issue. The customer stated that they restarted the e-100 generator and replaced the vse instrument. The customer also recalled that the port led indicator and power button on the e-100 generator were both white, indicating the instrument was properly connected to the e-100 generator and the universal surgical manipulator (usm). Additionally, the customer checked and confirmed that the serial cable was properly connected from the back side of the e-100 generator to the core component on the vision side cart (vsc). The power cord was also connected to the vsc power strip. The tse informed the customer that the e-100 generator needed to be connected to a dedicated noise-free ac plug, without any power strip. The procedure was completed with no patient harm.